Event description:
It was reported that the patient's ventricular lead had noise due to oversensing causing the markers to inappropriately flag episodes. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.